Event description:
The facility reports they were transporting the patient from the bed to the chair. The caregiver positioned the resident over the chair and began to lower the lifter when the lift broke, dropping the patient into the chair (about 12 inches). No injuries occurred.